Event description:
Per medical record review, a 23mm s3 valve was successfully implanted in the aortic area. Approximately five years post-implantation, the patient has experienced dyspnea on exertion and fatigue. A transthoracic echocardiogram performed demonstrated moderate to severe aortic regurgitation with severely increased transvalvular gradients, an aortic mean gradient of 55 mmhg, an aortic valve area of 0.7cm2, and a dimensionless index of 0.25, indicating severe bioprosthetic aortic valve stenosis. The high aortic gradients may be partly due to increased transvalvular flow from concomitant aortic regurgitation. The patient is scheduled for a tavr CT and workup for a valve-in-valve tavr procedure.

Manufacturer narrative:
Update to b5 and b7. Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication that a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate structural valve deterioration, such as severe stenosis, and patient factors (hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 5 years and 11 days post-transcatheter aortic valve replacement, the patient is being evaluated for a valve-in-valve procedure due to a "leaky valve". About a year ago, the patient began experiencing symptoms of weakness, which progressively worsened to shortness of breath and difficulty standing. In january of this year, the patient visited her cardiologist, who noted on her echocardiogram that '40% of her valve was failing due to a metal piece of the implant.